Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The pump screen was reportedly blank and the pump was emitting audible tones and vibrations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings:.the pump powers on with audible tones and the display remaining blank; within 3 minutes audible tones and vibration occurs. The pump was opened and display screen was found to be cracked. A test display screen was used; the pump powers on with the display functioning properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.